Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure- 1002", "compressor fault- 2001", and "compressor fault- 2002" messages and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was received at zoll medical corporation and the customer's report of "compressor failure- 1002" and "compressor fault- 2001 and 2002" were duplicated and attributed to the smart pneumatic module (spm)board. Evaluation of the smart pneumatic module board determined the fault to be intermittent. The spm was replaced and scrapped. The customer's report of "device shut down" was not replicated or confirmed. The device was put through extensive testing including full functionality testing and stress testing without duplicating a malfunction. Internal inspection found no discrepancies. The power interface module (pim) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure" message and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.